Event description:
Event verbatim (preferred term) pain and blistering on my abdomen when used (blister), pain and blistering on my abdomen when used (pain). Case narrative: this is a spontaneous report from the us-FDA. The regulatory authority report number is mw5081707. A contactable consumer reported a patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual), (expiration date 31mar2021) from an unspecified date for an unspecified indication. The patient's medical history was not reported. Concomitant medication included venlafaxine hydrochloride (effexor). It was reported that on (B)(6) 2018, thermacare menstrual heatwraps caused pain and blistering on the patient's abdomen when used. The us-FDA considered these events to be serious (serious injury). Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for menstrual product for the subclass of adverse event safety request investigation.

Event description:
Event verbatim [preferred term] pain and blistering on my abdomen when used [blister] , pain and blistering on my abdomen when used [pain] , . Case narrative:this is a spontaneous report from the us-FDA. The regulatory authority report number is (B)(4). A contactable consumer reported a patient of unspecified age and gender started to use thermacare heatwrap (thermacare menstrual) (expiration date (B)(6)2021) from an unspecified date for an unspecified indication. The patient's medical history was not reported. Concomitant medication included venlafaxine hydrochloride (effexor). It was reported that on (B)(6)2018, thermacare menstrual heatwraps caused pain and blistering on the patient's abdomen when used. The us-FDA considered these events to be serious (serious injury). Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No trend has been identified for menstrual product for the subclass of adverse event safety request investigation. Follow-up ((B)(6)2019): new information received from product quality complaint group includes investigation results.